Event description:
A distributor from norway reported that an insulin pump was displaying a different fill estimate than expected, with the caller experiencing persistent issues despite using the correct filling technique. The caller estimated they loaded 250 units, but there was a discrepancy greater than 30 units between expected and displayed values. Customer support guided the caller through filling and loading a new cartridge and decided to replace the pump as a resolution. There was no reported impact on the customer¿s blood glucose level at the time of the event. Though the customer did not disclose their backup insulin therapy method, they were informed of the pump replacement procedure, including instructions for returning the faulty pump.